Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: there is specific evidence that the filter is tilted and abuts the ivc wall, perforates the ivc wall and the duodenum and aorta. The patient reported becoming aware of the events approximately twelve years and eleven months post implant. The patient also reported chest pain and anxiety related to the filter. According to the medical records the patient history was paroxysmal atrial fibrillation (paf), gastrointestinal (gi) bleeding, alcohol abuse, esophagitis, hypertension, depression, superficial thrombophlebitis, mild bilateral pulmonary thromboembolism (pe) and non-cardiac chest pain. The indication for the filter implant was pe and contraindications to anticoagulation. The filter was placed via the right femoral vein and deployed caudal to the renal veins and above the bifurcation. The patient tolerated the procedure well without acute complications. Approximately twelve years and eight months post implant the patient underwent an abdominal computerized tomography (CT) scan. The results noted an ivc filter in place. The tip lies approximately 4.5 cm below the left renal vein. The proximal tip is tilted anteriorly and medially and abuts the anteromedial wall of the ivc. The filter appears to be intact. Anteriorly, two prongs penetrate the ivc wall approximately 3 mm. The more lateral prong abuts the posterior wall of the duodenum. Medially a prong penetrates the ivc wall about 3mm. It abuts but does not penetrate the lateral wall of the aorta. Posteriorly two prongs penetrate the ivc wall about 4mm. No significant ivc stenosis. Another radiology report identified the filter as a cordis type ivc filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the medical records, the patient was reported to have a history of paroxysmal atrial fibrillation (paf), gastrointestinal (gi) bleeding, alcohol abuse, esophagitis, hypertension, depression, superficial thrombophlebitis, mild bilateral pulmonary thromboembolism (pte) and non-cardiac chest pain. Per the implant records, the filter was indicated for pulmonary embolus (pe) and contraindications to anticoagulation. The right groin was prepped in the usual fashion. A sheath was placed in the right femoral vein using the seldinger technique. An inferior vena cavagram performed identified the origin of the renal veins. The inferior vena cava filter was then deployed caudal to the renal veins and above the bifurcation. The patient tolerated the procedure well without acute complications. Approximately twelve years and eight months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan. The scan reported an ivc filter in place. The tip lies approximately 4.5 cm below the left renal vein. The proximal tip is tilted anteriorly and medially. It abuts the anteromedial wall of the ivc. The filter appears to be intact. Anteriorly, two prongs penetrate the ivc wall approximately 3 mm. The more lateral prong abuts the posterior wall of the duodenum. Medially a prong penetrates the ivc wall about 3mm. It abuts but does not penetrate the lateral wall of the aorta. Posteriorly two prongs penetrate the ivc wall about 4mm. No significant ivc stenosis. Other findings noted included mild splenomegaly, ectasias of the infrarenal abdominal aorta which measures up to 2.8 cm in ap diameter and calcification of the coronary arteries. Another radiology report identified the filter as a cordis type ivc filter. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and tilting of the filter, becoming aware of these events about twelve years and eleven months after implantation, and further experienced chest pain and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: there is specific evidence that the filter is tilted and abuts the ivc wall, perforates the ivc wall and the duodenum and aorta. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter is tilted and abuts the ivc wall, perforates the ivc wall and the duodenum and aorta. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.